Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site in response to the erroneously low access fast htsh result. The access fast htsh reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining an erroneously low thyroid-stimulating hormone (access fast htsh) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer analyzed the sample two (2) additional times, all of which recovered above the normal reference range. The initial, lower result was not reported outside the laboratory; the customer did not report any effect to patients or users attributed or connected with this event. Qc (quality control) was recovering within expected ranges at the time of the event. Additionally, the customer completed a ten (10) replicate precision study with a calculated cv (coefficient of variation) of 3.2%. The patient's sample was serum, collected in a clot activator tube, and tested when fresh. The sample was centrifuged for ten (10) to fifteen (15) minutes at 3000 rpm (revolutions per minute). Centrifugation temperature was not supplied.